Event description:
This is a report from a physician received by a baxter sales representative from (B)(6), of a disconnection between a transfer set and a titanium adapter and consecutive peritonitis in a patient from (B)(6) following peritoneal dialysis (pd) therapy. At the time of the report, no further information was available.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. The assignable cause was undetermined. A batch review was performed with no issues noted during the manufacturing process.